Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600 mg/dl and needing help to upload information to carelink. Troubleshooting found that the pump was not connecting to the transmitter and customer was advised on this. Customer indicated that they will change the basal rates periodically during a lot of activity. Customer was able to upload at the end of the call.